Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding an implantable neurostimulator (ins). The rep reported that the ins would not tighten to the lead. The rep reported that the ins out of box would not tighten on the lead. The rep reported that the healthcare provider took the lead out, dried the tip and reinserted and still wouldn¿t tighten. The rep reported that a new ins was opened and screwed onto the lead without event.